Event description:
International customer reported a patient developed an abdominal wound dehiscence two days following laparotomy. The patient was returned to surgery for repair.

Manufacturer narrative:
Date sent to the FDA: 06/15/2007. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.